Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to septic shock related to active driveline infection. The outcome was considered to be device or therapy related. The device parameters (flow, speed, power) were within normal limits. It was additionally reported that patient had cultures of corynebacterium jeikeium initially and on (B)(6) 2025, the patient had staphylococcus epidermidis which was treated with oral antibiotics and occasional hospital admissions for intravenous (IV) antibiotics.